Event description:
It was reported that the pump unexpectedly displayed a reset screen, which did not require being plugged into a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. The customer was informed that the reset was a safety feature and was educated on reloading the cartridge, resetting the microprocessors, and manually restarting cgm sessions when necessary. The customer acknowledged the information and performed a software update reboot, although it was confirmed that the issue had occurred more than once.